Manufacturer narrative:
Product complaint # (B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: what type of procedure was the device use in? Rectum resection. When did the leak occur (intra-operative, post-operative)? Very early after surgery, 3 day after resection. Were there any issues noted with staple formation? During surgery, we always perform a rectoscopy to check the anastomosis. In the first case we only saw a mild bleeding from the anastomosis, which was stopped by applying a metal clip. How was leak identified? By clinical signs of infection and confirmed by flexible endoscopy. Half of the anastomosis was detached. How was the leak controlled? Patient needed a relaparoscopy with lavage an placement of an ileostomy combined with an endo-vac therapy. Did the patient have an additional tests or procedures related to the leak (additional lab work, re-operation, scoped)? Several lab works, microbiology testing, antibiotic treatment, removal an reinsertion of the endo-vac sponge, flex. Endoscopies with rinsing (first pat. 6x, second pat. 5x), prolonged hospital stay. What is the current status of the patient? Patient is well and the anastomoses are completely healed.

Event description:
It was reported that the surgeon reports an anastomotic leak and does not rule out a causal relationship with cdh33a.